Event description:
"This is the complaint from the market: the subject device was used for laparoscopic prostatectomy. After two hours of procedure, when inserting aesculap adtec dissecting forceps onto the device, the customer felt something strange. He confirmed an endoscope image and found pieces of damaged septum were in the body. All the pieces were removed from the body. Although insufflation gas leaked from the device, the customer continued the procedure and completed it. (B)(4) have confirmed the following about the subject device. The septum in the duckbill had a lost part. The lost part was 3.1mm long and 3.5mm wide. The piece to the lost part was not sent to us. Please investigate the following: why was the septum damaged? Would you give me the check result of the device history record?"

Manufacturer narrative:
Investigation summary: the seals of two event units were returned for evaluation. Upon inspection, engineering found that one of the units had a damaged duckbill and a part of the septum was torn off. The torn off part of the septum was not returned with the unit. There were no damages or defects observed on the second unit. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which is not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.